Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a left ventricular lead exhibiting high pacing impedance and the clinic elected to deactivate the lead. The patient then presented for a pacemaker implant and the lv lead was capped (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.